Event description:
The manufacturer received information patient stating that here is grayish particles found on his unit and states that he is using a humidifier from the old device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.